Event description:
It was reported that patient's atrial lead exhibited loss of capture and loss of sensing. It was further noted form x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was stable.